Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012 -03571. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, fistula and bleeding. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information: this is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-03571 and 2210968-2013-05869. The same patient is represented in each medwatch.